Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 58 mg/dl. Caller stated that the customer woke up sweating and she took him to the hospital. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit had scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.